Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to h8, marked the box in error. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of calcification was unable to be confirmed based on no medical report provided. Calcification factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. One or more of these factors may have been present; however, due to the limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 3 years and 3 months post transcatheter aortic valve replacement (tavr) procedure (inside of a pre-existing surgical valve) using a 26mm sapien 3 ultra valve, the patient underwent a successful valve in valve in valve (viviv) procedure using a 23mm sapien 3 ultra valve due to stenosis. Per report, the pre cath mean gradient (mg) was 55, the post cath mg was 17. Imagery review found a 26mm s3ur inside of a pre-existing surgical valve. The leaflets of the sapien valve were thickened and calcified. The valve is under-expanded. There is good positioning within the surgical valve.